Event description:
Lead revision was performed due to inappropriate therapy being delivered due to t-wave oversensing. The right ventricular (rv) lead was not able to be removed as it was too ingrown, so the rv lead was capped and a new rv lead was implanted. The patient was in stable condition.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
Inappropriate therapy was delivered due to t-wave oversensing.